Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 897 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. It was reported that the customer was in coma due to diabetic ketoacidosis and hyperglycemia. It was also stated that the insulin pump was not working and was replacing the insulin pump due to unexpected restart alarm. The insulin pump will not returned for analysis.